Manufacturer narrative:
Sedecal did not discover that the defect could show up in the (B)(4) until (B)(4), 2010. We are sorry for the delay in reporting. Up to 22 similar units have been sold in the us market. A corrective action has been initiated to field update these units. A supplemental MDR report will be filed when this action has been completed.

Event description:
This report is for a mobile x-ray system. The system has a motorized assist because the device would be difficult to move without it because of its weight. In order to improve the motion system, several mobiles have been updated by adding a digital motion control kit. We have been informed that one system which was updated by adding that kit moved without the operator requesting this action. This is being reported because if this were to reoccur, it is possible for someone to be injured. No one was injured in this case. (B)(4).